Manufacturer narrative:
(B)(4). Field service went to the user facility, and performed user verification tests. He adjusted the blender, then performed operational verification procedure, before returning the unit back to the customer.

Event description:
The customer reported a unit that is having "o2 inlet issues." They requested for field service to be dispatched to the user facility. There was no information provided regarding patient involvement, however they indicated that there were no incidents.